Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unk date in (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced infections and pain during sexual intercourse. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.